Manufacturer narrative:
H11: h3, h6: the reported device was received for evaluation. A visual inspection revealed that it was returned with original labeling with the batch number of the complaint on them. The t1, t2, and suture were not returned. The needle assembly is bent, the actuator is stuck beyond the tip of the needle, and bio debris is present. A functional evaluation was performed on the returned device and found that the actuator will not cycle and remains stuck at the tip of the needle. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. During the investigation it was not possible to identify a definitive root cause; however, it was concluded that the potential causes for the reported event include (1) the application of unintended, inappropriate, or excessive force during device use, and (2) user failure to fully actuate the device during the implantation process. The risk management review confirmed that the reported failure is appropriately documented. The overall risk level is considered adequate. Therefore, no additional actions are deemed necessary at this time.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during a meniscal repair procedure, after the fast-fix 360 t1 was deployed, the deployment mechanism got stuck in the tip and did not retract, and the t2 could not be deployed. The entire device was removed from the joint, loose implant of t2 was cut away with a punch. The procedure was completed using an s+n backup device. There was no surgical delay. No further complications were reported.